Manufacturer narrative:
The device was received for evaluation. During evaluation, the customer reported keypad 7 button unresponsive was confirmed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause was determined to be a failed '7' button. The keypad will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had the 7 button on the keypad was unresponsive. This occurred in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Corrected information h11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.